Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the examination (xenon) lamp went off but the emergency lamp lit up at the unspecified timing. At the incoming inspection for the repair, olympus service operation repair center (sorc) checked the subject device but could not duplicate the reported phenomenon. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to olympus service operation repair center (sorc). During the incoming inspection by sorc, an error occurred due to aging deterioration of emergency lamp. In addition, sorc found a sensor fatigue at the output socket. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Ten years or more have passed since the subject device was manufactured. Omsc confirmed that there was no service record for the device. The exact cause of the reported phenomenon could not be conclusively determined. However, there is the possibility that the reported phenomenon was attributed to an accidental failure or aging deterioration.